Event description:
It was reported that the right ventricular lead was reported to have an elevated out-of-range shock lead impedance of 125 ohms. Technical services (ts) was consulted and confirmed a gradual increase in impedance since 2023, suspected to be due to lead calcification. Ts provided programming recommendations and advised lead replacement once impedance reaches 150 ohms. The lead remains in service. No adverse patient effects were reported.